Event description:
Health care provider indicated patient has had device off and alleged not functioning or not working. The healthcare provider indicated that patient did some dementia. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.